Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying 5.5 mmol/l and they started to feel shaky, so they checked their bg with a meter and their bg value was low. The patient ate 4 jelly babies and their bg values returned to normal range. At the time of contact, the patient was doing fine. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available.